Event description:
It was reported that the lead was attempted due to unknown product performance issues. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).